Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during an infusion of feraheme with a pump, the pumping segment separated and leaked. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the silicone tubing separated and leaked was not confirmed. The set was visually inspected and no anomalies were observed. Functional testing and pressure testing resulted in leaks or separations. The root cause of the reported event was not identified.